Manufacturer narrative:
Conclusions: based on the information from the field, the recipient experienced coil retention issues and underwent skin flap revision surgery, but afterwards it was still not possible to retain a coil with 5s# magnet. Reportedly the skin flap thickness after revision surgery was approximately 4mm, however imaging indicates that the skin flap thickness is circa 8-9 mm. Possible causes for the thick skin flap might be tissue regrowth or fluid collection, although no swelling has been noted from the outside. Currently the recipient is using a dl-coil with an adjusted inductive link range and is happy with the sound quality; no more coil retention problems are reported. The device remains implanted and in use. This is a final report.

Event description:
The recipient always struggled with coil retention problems and underwent skin flap revision surgery earlier in 2018. Afterwards the 5s magnet still did not provide sufficient coupling and the user had no access to sound. As per later information from february 2019, there are no more retention problems. The recipient started using a dl-coil with diametric magnet and adjusted inductive link range. A remote fitting session took place at the beginning of february 2019 and the recipient was satisfied. Further follow-up took place on 19th february and the user is still satisfied with the sound quality and there are no coil retention issue reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient always struggled with coil retention problems and underwent skin flap revision surgery earlier this year. The s5 strength magnet still does not provide sufficient retention and the user therefore has no access to sound.